Manufacturer narrative:
Event date is approximate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. They reported that for about the past four days they had been having a burning sensation where the ins was located. They had the same burning sensation in the past, but not as bad. They noted the problem began around the end of february or maybe the middle of march. They were vacuuming and then started to have lower back pain. When they stopped vacuuming, the burning sensation started, which was uncomfortable. They confirmed they had not had any falls nor trauma. They increased stimulation "by two," and the burning sensation became stronger. The circumstances which led to the reported issue were unknown. On the call, they successfully changed from program one at 3.5 volts to program two at 1.7 volts and felt stimulation, but not burning. They planned to see if it helped the burning sensation and would try turning off stimulation for a while if it did not. They ultimately planned to follow up with their healthcare provider.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they were in the hospital for the reported situation and the hospital did not know any information about their implant. They stated they figured out it was more of a nerve issue/pain.